Event description:
As reported, the pt had a mace event that was a non q-wave mi. The ck-mb level was more than 3 times the normal value. As reported, as a result of the index procedure, intraventricular groove continuation of lad was permanently occluded.